Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, two different issues were found. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer declined to provide any information regarding blood glucose level; however, the customer stated he took a manual correction injection when he first observed the malfunction issue. It was confirmed that the customer had an alternate method of insulin delivery available.